Event description:
The customer reported an error with the therapy cable. There was no report of adverse patient impact.

Manufacturer narrative:
The customer reported an error with the therapy cable. There was no report of adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.